Manufacturer narrative:
H6: method-86 (other): a work order search was performed for the lens, cartridge, and injector. Results-100 (other): visual inspection of the lens showed the optic was torn and one haptic was torn off missing. There was evidence of surgical residue. No similar complaints were found within the work order for the lens. There were two similar complaints found within the cartridge and injector work orders. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and the haptic tore during insertion. The lens was implanted and removed without pt injury.